Event description:
Information was received indicating that a smiths cadd-legacy plus pump caused under infusion. It was reported that the patient returned with the pump and it indicated that the residual volume is empty, but it was not. The device showed accuracy test results that are at -1.95%. The patient received the remaining of the infusion and there was no was no reported injury or adverse events.